Manufacturer narrative:
The reported event could not be confirmed since the medical records and the explanted devices were not returned to manufacturer. The patient decided to keep the device. The medical records were requested, but not provided by the surgeon. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient developed strep infection. Surgeon removed the insert, washed out, left for 24 hours, and then implanted a new insert."